Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 ,with the following findings: the force sensor pins were found to be damaged. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: the force sensor pins were found to be damaged. A review of the pump history shows loss of cartridge detection. The force sensor was found to be in calibration. During evaluation the pump was able to rewind, load and prime successfully. During evaluation the pump lost prime. Unrelated to the event the battery compartment was found to be cracked and moisture and corrosion was observed inside the battery compartment.